Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported the patient's controller and clinician programmer displayed the "replace generator soon" message when connected to ipg. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored in post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.